Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report incomplete coaptation. It was reported that on (B)(6) 2021, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. Two clips were successfully implanted, reducing mr to a grade of <1. The following day, transesophageal echocardiography (tee) was performed and it showed the first of the two implanted clips had detached from the posterior and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 2. The clip was noted to be stable on the anterior leaflet; therefore, no additional treatment was performed. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. A review of the complaint history identified no similar incidents reported from this lot. Based on the available information, a cause for the reported incomplete coaptation (slda) could not be determined. The mitral regurgitation (mr) appears to be a cascading effect of the incomplete coaptation. Recurrent mr is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.na.